Event description:
It was reported by a customer in the USA that an 840 ventilator had logged an error code in memory suggesting a loss of breath delivery (bd) communication. The device was displaying "calibrations never run" message. There was no patient involvement.

Manufacturer narrative:
The investigation has not been initiated, and no new information is available. Covidien reference # (B)(4).

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replace the breathe delivery (bd) printed circuit board (pcb) and re-installed the current software revision to the board. The device was found to operate according to manufacturer specifications.